Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection method is described in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope, exhibited foreign material from the bending section cover, adhesive around light guide lens and adhesive around objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [9/11/2024].